Event description:
It was reported that the patients ipg had become inoperable. Surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Date of event is estimated.

Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was at end of life. The patient experienced a loss of therapy a month before. The patient reported that had not stopped charging. Per the product details the ipg was explanted 10 oct 2023. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.